Event description:
This event is reportable based on the product analysis approved on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The index procedure used the femoral artery for access and treated the severely calcified and 85% stenosed target lesion located in the severely tortuous left main artery. Significant resistance was encountered while attempting to advance the 4.5x16mm taxus liberte and the stent was unable to cross the lesion. Flushing was maintained during the procedure. The procedure was completed with plain old balloon angioplasty (poba). No patient complications occurred and the patient's condition was listed as "good". However, the returned product revealed that there was stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The stent struts on row 1 were slightly flared. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probably root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).